Event description:
Received a report from a consumer informing that she experienced pain while inserting a tampon. Her vagina was examined by consumer's daughter who advised she saw an approximate one inch cut. Consumer indicated she would seek a medical examination.